Event description:
The facility reported a pump with failure code 533:320:844:0000 condition. Information was not provided regarding whether or not the failure occurred during an infusion. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information or contact was available.

Manufacturer narrative:
Evaluation summary: the reported condition of failure code 533:320:844:0000 was confirmed in the event history file. During product evaluation, a defective user interface module printer circuit board (uim pcb) was observed. Failure code 533:320:844:0000 confirms the defective uim pcb. This failure code is manifested as a result of the uim pcb being defective. The uim pcb was replaced.